Event description:
Patient presented to the ER due to syncope episode. Physician found reason of syncope was due to inhibition of rv stimulus in patient with av block. Noise was observed on the ventricular channel, indicative of insulation damage. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.